Manufacturer narrative:
The initial assessment of the database by the beckman coulter engineering team found that there were a total of fifteen (15) sample results that appeared to have duplicate or multiple sample ID numbers. A comprehensive assessment was done to identify if there were any misidentified (erroneous) results generated as a result of this event. The beckman coulter software engineering team reviewed forty-seven thousand and sixty-six (47,066) files on the customer database for the impacted aquios cl instrument (serial number (B)(4)) and concluded the following: misidentified - we have identified the following two samples which were misidentified: (B)(6). Possible: we have identified two samples which may or may not have the correct ID due to database changes caused by manual review. We believe these samples should be treated as incorrect (misidentification may possibly have occurred): (B)(6). Correct: we have confirmed that the remaining forty-seven thousand and sixty-six (47,066) samples on the database have the correct data and associated sample ID. Based on our assessment, there is a mechanism by which the aquios software will generate a duplicate test when a test query response is received from the laboratory information system (lis) immediately before the query timeout period expires. Once the duplicate test order is created, the software will continue to create duplicate tests as long as there are tubes available in the cassette and in the stacker. Once all tests have been completed, the software reverts to normal operation. The outcome of having duplicate tests in the system varies according to the number and position of tubes in each cassette, which, in turn, may cause the instrument to resample the same tube or draw the sample from another tube. Each sample ID will generate one of the following outcomes: one correct result for the sample. Two (or more) correct results for the sample. One incorrect result for the sample - misidentification. One (or more) incorrect results and one (or more) correct results for the sample - misidentification. The database does not contain sufficient information for an exact determination of which of the above possible outcomes might apply to every sample ID. Those sample ids where duplicate tests were present in the system but the outcome cannot be clearly identified are shown as [?]possible' on the above list. In summary, of the total population of forty-seven thousand and sixty-six (47,066) samples on the database, there are 4 samples impacted: 2 with erroneous results and 2 with possible erroneous results. Beckman coulter initiated a worldwide medical device recall on 2017-10-03 (fa-31978). The corrective actions will be monitored through investigation activities taking place under fa-31978.

Manufacturer narrative:
The instrument raw data files [crd files were provided to the subject matter expert (sme) of aquios cl software applications. Communications with the sme showed that his analysis of the crd files confirmed that 5 of the samples were run two or more times. Examination of the sample data also showed that the data did not match for each of the duplicate samples. This indicated that the instrument was not simply sampling and running the correct tube multiple times but was sampling a different tube and reporting the result as a duplicate of the first tube resulting in erroneous results being generated for one or more of the tubes. In all cases the results were flagged with a "duplicate sample ID" flag and orange color on the sample ID alerting the user to a potential problem. The fse replaced the computer hard drive on 27-july-2017 and the issue was no longer observed. No further reports of the issue have been submitted by the customer as of 31-aug-2017. The computer hard drive has been returned to the software sme for investigation. An preliminary examination of the hard drive showed that an additional 10 samples [total of 15 samples] appeared to have duplicate or multiple sample ID numbers for the approximate 2 week period that was reported to have the issue (14-july-2017 to 27-july 2017). In all cases the samples were flagged as having a duplicate sample ID. The issue was escalated to the bec software engineering team. The problem is currently under an ongoing investigation. There have been no reoccurrence of this event reported by the customer to date (08/31/2017). Bec internal identified (B)(4).

Event description:
The customer reported that the aquios cl cytometer was generating duplicate results. The issue was identified for (5) five patients by the field service engineer (fse). Results showed duplicate/multiple values with the same sample ID numbers. There has been no report of death, serious injury, or change to patient treatment reported for this event.